Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that pp has no control over the stimulation. Caller states he was keeping the stimulation at 3.00v but it feels like the stimulation increased over 3.00v without changing the stimulation. Caller states the stimulation is too strong for him to use. Caller states he turned the stimulation all the way down to 0.0v, but the ins is still putting out more than 0.0v. Caller states the stimulation feels so strong he cannot stand it, like a shock. Caller states if he turned the ins off completely then he does not feel the overstimulation. Programmer showed stim was on. Group b 0.00v caller states he is just getting shocked. Caller was redirected to follow up with hcp. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient on (B)(6) 2018. The rep reported that the cause of the strong/shocking stimulation and stimulation staying strong despite turning it down was unknown. The rep reported that during reprogramming the patient never experienced ¿shocking¿ stimulation and reported no discomfort when the device intensity was adjusted up and down. The rep reported that they weren't able to determine what the issue was since the patient denied any shocking stimulation during the appointment. The rep reported that the patient was reeducated on how to adjust programs and the patient denied any shocking or discomfort during reprogramming. The impedances were all within normal limits. No further complications were reported.